Event description:
This ftr was opened to capture an unreported occurence mentioned in the description below from (B)(4). Procedure: c-section according to the reporter: this past saturday (B)(6) 2015, we had in incident in a c-section with dr. (B)(6). She was closing the uterus with an o poly cl 854 and the tip broke off of the needle. They were unable to retrieve the needle tip from the patient and they were able to see the tip on xray. The patient is aware. Dr. (B)(6) just called me and said that in her 12 years of doing cases, this has happened to her 2 times and both times here. I asked her if she grabbed the needle from the tip? She said no. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used. Due to the doctors mention of a prior occurence this report was opened to capture the incident using the same details to reflect the statement that the same thing has happened before. Additional information has been requested but has not yet been received.

Manufacturer narrative:
(B)(4).